Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console viewer assembly. The system was programmed and calibrated. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis checked the system logs and confirmed an error 319 occurred. The reported error 319 was pointing to the viewer (sdch). Failure analysis performed a visual inspection and found no problem related to the reported issue. Failure analysis installed the viewer on an internal system and the viewer functioned as expected. Several power cycles were performed with no errors. The reported issue was confirmed via the error logs, but was unable to be replicated by failure analysis during system testing, which indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a non-recoverable 319 fault. The system logs showed a 319 on the console sdch. The customer performed a hard power cycle and reseated the blue fiber cables with no change. The customer was moving the case to a different system. An intuitive surgical, inc. (Isi) representative called in later to try more troubleshooting. They did another power cycle of the system with no resolve. The site was going to try to move cases around to other systems. The procedure was aborted to another da vinci system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex d was updated.